Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: (B)(4); model: sc-2408-74; serial: (B)(4); batch: 19290658/20390206.

Event description:
It was reported that the patients spinal cord stimulator (scs) system is not helping with patients pain. All device components were explanted products and will not be returned.